Event description:
Reporter alleged obtaining a result of over 600 mg/dl on a professional system compared back to back with a result of 142 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported the system had mask problems (cine issues). No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.